Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to damaged/severed lead. However, additional information received from the field representative indicates that the patient had an infection. The field representative also validates that there was nothing wrong with the leads or the rest of the system. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. The lead was returned severed from the terminal end and only the proximal segment was returned. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the product investigation results

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to damaged/ severed lead. However, additional information received from the field representative indicates that the patient had an infection. The field representative also validates that there was nothing wrong with the leads or the rest of the system. There were no additional adverse patient effects reported. The rv lead was explanted.